Manufacturer narrative:
Despite the hospital reports no negative outcome for the pt, there has been no pt or user injury reported at this hospital nor reported by any other hospital, there is no indication of a general quality or performance issue with the brainlab device or with this specific device for the intended use, a risk to pt health could not be excluded for these specific circumstances. The specific root cause could not be determined yet by brainlab. There is no indication of a general quality or performance issue with the brainlab device or with this specific device for the intended use. Accordingly, there are no remedial actions intended by brainlab at this point of time. Nevertheless brainlab intends to continue to investigate the specific root cause in cooperation with the hospital.

Event description:
The brainlab adapter, that was mounted to the surgeon's instrument to fixate the reference array used for image guided hip surgery broke during the surgery and a piece fell into the pt's body. The piece was found and removed during the same surgery, there was no negative outcome for the pt reported. The exact occurrence date is not known to brainlab. The hospital did not yet communicate specifics of use that could have contributed to the brainlab adapter to break.